Event description:
It was reported that during a rotational atherectomy procedure, catheter damage occurred. The lesion location was not specified. While burring with a 1.5mm burr, the physician experienced difficulty maintaining rpms. The console kept stalling. Therefore, the burr was pulled back, and it was noted that there were three holes located "midway up the catheter". No patient injuries or complications were reported. Patient status is listed as "ok."

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will be conducted if there is any further relevant information from that review, a supplemental medwatch will be filed.